Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent the concurrent procedures of a total laparoscopic hysterectomy with a large uterus containing myomata, culdoplasty, uterosacral ligament placation, and cystourethroscopy during mesh implantation. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision, removal of exposed suture at vaginal cuff, fulguration of granulation tissue and cystoscopy on (B)(6) 2013 due to chronic pelvic pain, postcoital bleeding and exposed suture. It was reported that the patient underwent removal of sling on (B)(6) 2013. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
Date sent to the FDA: 12/26/2018.